Event description:
A nurse (rn) contacted global technical services regarding a concern about possible contamination of supplies on the homechoice (hc) machine. The rn stated one of the supply bags fell and became disconnected during a dwell cycle. The rn further stated the hc did alarm with a system error, but she was unable to verify the alarm as she was no longer with the patient or the hc. The rn inquired about possible contamination from supply bag. The technical service representative (tsr) advised of the hc safety defaults. The rn confirmed to call back with any further questions/concerns. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a connection issue. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the issue was due to the supply bag falling and disconnecting. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.